Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain indications and non-malignant pain. The reason for call was pt thought there was a short in the controller because all of a sudden the therapy stimulation would be so strong that they could not do anything. The intensity got so strong the pt had to decrease the intensity; pt had brought the intensity from 4.09 to 2 . Pt's manufacturer representative (rep) said to call patient services (pss) to test if there was a wire loose since pt randomly felt unexpected stimulation. The stimulation felt like they were being shocked almost, if the pt raised one hand half way up it would go crazy when before it did not do that. Pt noted the issue started several months ago so their rep reset the program for them, by the time pt got to their car after appointment it happened again so the pt had their therapy reprogrammed again. Pt eventually turn their therapy off. Pt noted when the pt was implanted a rep would program the ins and it would work perfect; pt got their ins programmed 2 different times with them and they never had a problem. Since the pt got a different rep they had a problem and since then it had never been right. Pt noted the issues started several months ago. The patient was redirected to their healthcare provider to further address the issue. Pt will notify their rep about conversation. Additional information was received from a manufacturer representative (rep). The rep reported that they scheduled to meet the patient, but the patient cancelled the meeting. They are going to reschedule to meeting but have not been set yet.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.